Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicators (eri) with a charge time of 23.3s, voltage 2.57v. There was concern that the battery depleted more rapidly than expected. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced with a competitor device.

Manufacturer narrative:
Upon receipt at our (B)(6) laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As of this date, there has been no return of product. Should this device be returned, analysis will be performed and this event will be updated.